Manufacturer narrative:
The insulin pump received with no up arrow button response due to unlocked lcd keypad connector. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 238 mg/dl. The customer stated the only buttons that works is the bolus button. The customer stated that the device just stopped working. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.